Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of fixture due to an infection. It is unknown if there are plans to reimplant the patient with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.